Manufacturer narrative:
(B)(4). The reported complaint of misfire/jamming - staples not firing was confirmed based upon the sample received. The customer returned one unit of (B)(6) visistat 35r 6/box for investigation. Visual examination of the returned sample revealed that the first two staples appeared misaligned. The stapler was returned with (B)(4) staples remaining in the cover block. Evidence of use in the form of biological material was present on the device. Proper functional inspection could not be performed due to the severe misalignment of the staples. It appeared that the staple misalignment prevented the staples from moving down the track and firing correctly. Die casting anomalies were observed on the forming tool. The sample was returned to the manufacturing site for further analysis. Each stapler was fired three times and then 100% inspected for proper staple alignment at the manufacturing site. For this reason, it was unlikely that the issue was present at the time of assembly. It could not be conclusively determined what caused the staples to misalign. Further investigation has been initiated under teleflex's quality system by the manufacturing site to further investigate misfiring and jamming in visistat staplers. The forming tool component was also under the same investigation. Investigation still ongoing at the time of this report. Additionally, the IFU for this product states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." A DHR review was performed, and no evidence was found to suggest a manufacturing related cause. Teleflex will cont inue to monitor and trend on complaints of this nature. Additional information received on 06 june 2023 states that "the customer used new staplers to complete the procedure". Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that during use on a patient, "the staple not firing". No patient harm or injury. The patient status is reported as "fine".

Event description:
It was reported that during use on a patient, "the staple not firing". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.